Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an echelon-10 catheter with a partially broken tip distal marker. The patient was being treated for an unspecified intracranial aneurysm. Vessel tortuosity was normal. The issue was noted before use with the patient. It was reported that the catheter was prepared as indicated in the manufacturer instructions for use. However, during preparation is was noted that the echelon tip's distal marker was partially broken. The guidewire did not come out of the distal side of the catheter and, instead, came out where the product was broken.